Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments were noted. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms or prime anomalies were noted. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had priming issue. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer could not get numbers to show up on the next screen. Customer stated no delivery alarmed because of the priming issue. Customer tried to prime three times but the issue reoccurred. Insulin pump will be returning for analysis.